Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her transmitter and sensor were not connecting to each other properly, and when she removed the sensor she discovered that the sensor was bent and the wire was missing. Troubleshooting was declined since the customer did not believe that the cannula broke. She stated that if it did break she would go to the ER. The sensor will be returned for analysis.